Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and the associated outflow graft were not returned for evaluation. Log file analysis revealed slight increase in power consumption and estimated flow starting on 23/nov/2020 within normal operating range. However, no high watt alarms were logged within the analyzed period. 10 low flow alarms have been logged since 26-sep-2020. As a result, the reported low flow event was confirmed. Information received from the site indicated that, in addition to the low flows, the patient experienced dizziness, lightheadedness, overall fatigue and was "just not thriving super well." Of note, the patient's diuretic dose had previously been decreased by half and the ventricular assist device (vad) speed was previously adjusted. The cardiac computerized tomography (CT) scan was performed and showed that the outflow graft was well opacified with contrast, without evidence of thrombus, occlusion or kinking. Assessment of flow within the inflow cannula and the vad was limited by beam hardening artifact. It was also observed that there was a 1.8 cm left breast nodule with coarse calcification, and right thyroid nodules, largest measuring 1.7 cm. Of note, it was reported by the site that the patient had a small left ventricle. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation and available information, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or patient related factors. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of neurological dysfunction. Possible factors that may have led to this event include, but are not limited, to the patient¿s pre-existing history and related comorbidities, including the size of the patient's left ventricle, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and/or the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for outflow graft investigation completion. D4: model #: 1125. H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d12, d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ outflow graft. Model #: 1125 / catalog #: 1125 / expiration date: unk / serial or lot#: unk UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: unk. No. (B)(4). Additional information has been requested regarding the [reason for ai] of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent.

Event description:
It was reported that the ventricular assist device patient experienced dizziness, lightheadedness, overall fatigue and was "just not thriving super well." The patient's diuretic dose had previously been decreased by half and the vad has had persistent and symptomatic low flow alarms. The vad speed was previously adjusted and cardiac computerized tomography (CT) morphology was scheduled to rule out an outflow graft obstruction and/or compression. The ofg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental reports is being submitted due to additional diagnostic information being received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cardiac computerized tomography (CT) was performed. The CT showed that the outflow cannula of the ventricular assist device (vad) is well opacified with contrast, without evidence of thrombus, occlusion or kinking. Assessment of flow within the inflow cannula and the vad was limited by beam hardening artifact. It was also observed that there was a 1.8 cm left breast nodule with coarse calcification, and right thyroid nodules, largest measuring 1.7 cm.